Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 12. On (B)(6) 2018, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling, bleeding and abscess. No further patient complications were reported.